Manufacturer narrative:
Service visited on (B)(4) 2011 and confirmed that during priming sequence an important message appeared on console stating "gravity waste canister full." The field service engineer (fse) primed the instrument and observed action of gravity waste canister in back of hydro compartment and confirmed that after several primes, liquid began to leak out of top of gravity waste canister. The fse removed the gravity waste canister and emptied out the contents. The fse also removed a large amount of clear thick film that had settled at the bottom of the gravity waste canister preventing liquid waste from draining out of the canister. The fse cleaned the gravity waste canister with bleach, rinsed and re-installed. The fse sprayed bleach into both mixer paddle wash stations to help break up any waste in the tubing that could be beginning to form film. The fse primed the instrument and visually verified the gravity waste canister filling with liquid waste, and draining from bottom port on gravity waste container through waste tube. No further leaks were observed in hydro compartment.

Event description:
A customer reported to beckman coulter, inc. (Bec) a leak from unicel dxc 600 pro synchron system onto the floor. The customer was wearing gloves and a lab coat, and has a hazard management plan in place. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. There was no effect to patient or user.